Manufacturer narrative:
(B)(4). Internal file number -(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Manipulation while attempting to remove the guide wire resulted in the reported detachment (separated at the radiopaque section). There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a non-tortuous and non-calcified, circumflex (cx) and a posterolateral artery. A non-abbott guidewire was used for the cx, and a versaturn guidewire was used for the posterolateral artery. The versaturn guidewire was trapped underneath the struts of two unspecified stents in the right artery. Resistance was felt when attempting to remove the guidewire, and it separated at the radiopaque section. A decision was made to leave the separated portion embedded underneath the unspecified stents. The procedure was complete at this point. There was no clinically significant delay in procedure. No additional information was provided.